Event description:
Reportedly, the egm of a shock delivered could not be found in the pdf report sent on (B)(6) 2021, while the general information was available. Absence of traces of the shock was also confirmed in the corresponding idf file.

Event description:
Reportedly, the egm of a shock delivered could not be found in the pdf report sent on (B)(6) 2021, while the general information was available. Absence of traces of the shock was also confirmed in the corresponding idf file.